Event description:
This spontaneous report was received from a spanish physician and concerns a 54-year-old female patient. She was injected with radiesse, into the cheeks, cheekbones, right nasolabial fold, jawline, cheeks marionette lines and temples (off label use of device), for collagen-inducing treatment, on (B)(6) 2024. Batch number was reported as unknown. The patient was injected in a medium depth, with a needle. Anesthetic product and collagen inducer were used before the injection. She was injected with 3 to 4 vials of hyaluronic acid in the past, into the lips, cheekbones and jawline, in 2023. Most of the product was injected at the mandibular lever. She was also previously injected with botulinum toxin, into the upper third of the face, had a chemical peeling in a superficial medium depth and microneedling (also reported as dermapen). She also had three sessions of fractioned radiofrequency with morpheus (8 needles), in 2022. She had no previous permanent fillers, collagen inducers, no high intensity focused ultrasound or body treatments. The patient had a smoking habit (5 cigarettes per day). She was not an alcohol consumer or had other toxic habits. The patient had an amoxicilin allergy but no other known allergies, neither to food nor to creams or cosmetics. She had no autoimmune diseases. The patients' surgical interventions in the past included blepharoplasty, in 2013 and breast augmentation with prothesis in 2004. On (B)(6) 2024, reported as 72 hours after the radiesse injection, the patient experienced onset of symptoms consisting of edema and generalized facial erythema, causing lip asymmetry, associated with localized pain at mandibular and preauricular level. There was no fever, bruising or discoloration. The patient decided to self-administer paracetamol, and as the symptoms did not improve, she decided to consult the emergency department, where she was diagnosed with an infectious process and was discharged with antibiotic and oral corticosteroid treatment. She presented initial improvement but reported reappearance of symptoms but with less intensity after approximately 7 days, which coincided with the end of oral treatment. The patient reconsulted with the emergency department. From that moment on, similar episodes occurred clinically every 8-10 days, so she repeatedly reconsulted the emergency department, and oral corticosteroid treatment was prescribed again on several occasions. In each new outbreak, the inflammation and erythema evolved in a more localized manner in the form of more delimited nodules, and of decreasing intensity, as well as the pain. In august 2024, the patient was referred from the emergency room in the clinic with exaggerated inflammation. She was referred for evaluation of multiple inflammatory lesions on the face. The patient was prescribed antibiotic and was referred for analysis and ultrasound. On (B)(6) 2024, during a consultation, the patient was asymptomatic, with no spontaneous pain. She was under treatment with prednisone 30mg per 24 hours for 3 days, prescribed by the family physician. Physical examination was performed. On ocular inspection the skin surface was undamaged, there was no edema, erythema or masses. There was no facial asymmetries. On palpation, 13 lesions were palpated in different areas of the face (chin, jaw line, jaw angle, marionette lines, right nasolabial fold, cheekbones, and cheeks), most of them rounded and some elongated, circumscribed, well-defined, between 1-4 cm, of hard and non-fluctuating consistency, of medium depth. There was no heat and slight pain on pressure. The patient had multiple inflammatory nodules due to probable biofilm. The patient was referred for a facial ultrasound for identification of material and extension planes, for a complete blood count (reported as cbc) with acute phase reactants erythrocyte sedimentation rate (reported as esr), c-reactive protein (reported as crp), ferritin and immunological profile (anti-streptolysin o (reported as aslo, antinuclear antibodies (reported as ana)). Corrective treatment included prednisone (30 mg per 24 hours), clindamycin (300 mg ever 8 hours) and ciprofloxacin (500 mg ever 12 hours). On(B)(6) 2024, reported as a day prior to the time of this report, the patient was still waiting for the test results. Due to the provided information, the outcome of the events inflammatory and nodules was considered as not resolved. The outcome of the event infectious process was considered as resolving. The outcome of the event hard was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the events injection site infection and injection site inflammation were deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse injectable implant could not be reviewed, as the lot number was not reported.